Event description:
Pelvic pain after synthetic mesh placement, stage iii cystocele. Patient with history of mesh augmented bladder suspension at an outside institution. She reports an ~2 year history of pressure, pain, "poking" and burning. On examination in the office, her anterior vaginal wall descended 3 centimeters beyond the hymen and her burning pain could be reproduced with pulling on to the vaginal mesh. The mesh felt bunched at the apical edge but otherwise no abnormalities were otherwise palpable.